Event description:
A surgeon reported that cutting performance was dull during a surgical procedure with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. Samples have not yet been received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).